Event description:
New information received notes programming changes were made on (B)(6) 2023. The patient subsequently received an upgrade from a pacemaker to an implantable cardioverter defibrillator (ICD). There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that high ventricular rate episodes of arrhythmia were present on remote transmission. Intermittent ventricular undersensing during the arrhythmia was observed. No patient symptoms were reported. Programming changes were recommended. Further information notes the patient was subsequently tested for a future upgrade to an implantable cardioverter defibrillator. No programming changes were confirmed as the patient was to receive an elective upgrade. There were no reported patient consequences.